Manufacturer narrative:
(B)(4).

Event description:
It was reported that during revision of right ventricular lead, the right atrial lead dislodged. The lead was explanted and replaced. The patient was stable.